Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was shopping when she collapsed, was shaking, and lost consciousness for approximately two minutes. The reporter treated the patient with glucose and called emergency medical services. Prior to emergency medical services (ems) arrival, the patient regained consciousness and was given juice. It was noted the patient had bit her tongue. The patient was not transported by ems but was taken to the hospital by her parent. She was evaluated at the hospital and released four hours later. It was reported that at the time of the event, the cgm displayed 11.9 mmol/l but the patient¿s bg was 3.0 mmol/l. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.